Event description:
During a retrospective complaint review, devilbiss healthcare identified a returned oxygen concentrator with 19,628 hours of use and no specific complaint noted. There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit and identified a low oxygen purity condition due to normal component wear. The sieve beds and compressor cup seals were replaced, the pcb upgraded, and a damaged line cord replaced.